Event description:
Following a refill session, the pt experienced an overdose. The pt's symptoms included lethargy and respiratory depression. The pt was admitted to the hosp. It was noted that a pocket fill had occurred during refill. The device system was used to deliver baclofen, ketamine, clonidine, and fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.